Event description:
It was reported that the bd syringe plastipak 3ml s/su had leakage past the stopper. The following information was provided by the initial reporter: the end customer reports that the liquid used in the application is leaking from the syringe plunger.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.